Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the instrument and determined a clog in the tubing, peristaltic head (rohs) (7-202464-01). The part was replaced, and the issue was resolved. A review of the architect c16000 processing module, serial number (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. A review of complaint and trending data associated with the tubing, peristaltic head (rohs) (7-202464-01) did not identify an increase in complaint activity. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The architect c16000 system service and support manual provides instructions for the removal, replacement and verification of the peristaltic head tubing (rohs) (7-202464-01). A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation no product deficiency was identified for either the architect c16000 processing module, serial number c1601140, or the tubing, peristaltic head (rohs).

Event description:
The customer observed falsely elevated magnesium results on architect c16000 processing module for a patient. The results provided were: on (B)(6) 2025 sid (B)(6) initial=2.69 mmol/l /repeated=0.78 mmol/l laboratory reference range for magnesium=0.70 to 1.00 mmol/l ; critical range=< 0.50 and >2.00 mmol/l there was no reported impact to patient management.

Event description:
The customer observed falsely elevated magnesium results on architect c16000 processing module for a patient. The results provided were: on (B)(6) 2025, sid (B)(6), initial=2.69 mmol/l /repeated=0.78 mmol/l. Laboratory reference range for magnesium=0.70 to 1.00 mmol/l; critical range=< 0.50 and >2.00 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.